Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. In the surgeon¿s opinion, was there a device malfunction or abnormality that contributed to event. Please describe. What is the reported deficiency of the drain? Orthopedic procedure name? Please confirm the date of procedure: (B)(6) 2026. Did the event occur intra-operatively? If no, date of event where product had an issue? Were there any other intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? Was another product used during the initial procedure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the drain had adhered to the trocar needle and the damage may have occurred during that time. Additional information has been requested and received. -product code: 2233 => 2227 -lot number unk =>j2506455. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ was another drain needed to correct the situation? ¿ if yes, was the new drain placed surgically during a second procedure? ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2026 and a drain was used. It was confirmed that blood was leaking from outside the patient body during the operational test after placing the drain subcutaneously. The product was used on spinal subcutaneous. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.